Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that prior to a laser assisted cataract procedure an unknown screen appeared on the use interface. It was described as looking like a programming screen. The screen was closed and patient treatment information was verified. Laser treatment was completed. Once in the operating room, the surgeon noted that the corneal arcuate treatment was not in the planned location. The surgeon opted to implant a toric intraocular lens (iol) rather than a standard iol to correct the corneal astigmatism that was not corrected with arcuate incisions. The staff is confident that the appropriate treatment was programmed at the laser. Patient outcome is unknown.

Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. The customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).